Manufacturer narrative:
Baxter's product surveillance department is pursing additional information regarding this incident. A follow up report will be submitted when additional information is received.

Event description:
Baxter product surveillance received notification from baxter that a minicap disengaged from the minicap transfer set on 10/14/2006. A batch review of lot of 06f21h15 was conducted by the manufacturing plant and no issues were observed relating to the nature of this complaint. An active investigation into this incident is in progress.